Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the reported failure. It started up without any errors. The image quality was sharp, with no noise, and not tinted. The system idled for an hour and visually verified that there were no issues. Additionally, isi received the personality module energy device (pmed) associated with this complaint and completed investigations. Failure analysis investigations was able to replicate the reported issue. The pmed was installed on in-house system and the failure was replicated intermittently during the video test. Troubleshooting found the scl slot 2 was the cause of the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the right high-resolution stereo viewer (hrsv) vision had no video signal, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced hrsv and cfg, personality module surgeon console (pmsc) due to an intermittent black screen in the right eye. The system was tested and verified as ready for use. RMA was issued to evaluate the intuitive surgical, inc. (Isi) devices. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer stated that the right high-resolution stereo viewer (hrsv) vision had no video signal. The customer elected to use the second surgeon side console (ssc) to continue the surgery. The procedure continued as planned with no report of patient injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.